Manufacturer narrative:
Additional narrative: a product investigation was completed: the returned implants were examined and the complaint condition for the right l4 screw (04.606.655) was able to be confirmed as the polyaxial head was returned detached from the screw shaft. The complaint is confirmed. A 6.0 cannulated polyaxial screw (04.606.655 lot 7055945) was examined upon receipt. The polyaxial head was returned separated from the screw body. The spherical head of the screw body was smooth as the rough finish had been worn away. Examination of the interior of the polyaxial head shows that the collet finish is worn and rough. The complaint description states that the right l4 screw had a loose locking cap and the polyaxial head ¿popped off.¿ the screw assembly was able to be reassembled (screw body, polyaxial head, curved rod and locking cap) and the construct was found to lock as intended and become rigid. A loosened locking cap would decrease the screw/polyaxial head rigidity, allowing motion which could wear away the rough coating on the screw body¿s spherical head and allow the head to ¿pop off.¿ review of the device history records showed there were no issues during the manufacture that would contribute to this complaint condition. Relevant drawings for the returned implants were reviewed. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 10 for (B)(4).

Event description:
Device report from synthes (B)(6) reported the following event: surgeon had to schedule a revision surgery on a patient who had the initial surgery on (B)(6) 2013. The patient was implanted with the matrix construct from l4-l5. The revision surgery on (B)(6) 2015 was due to nonunion between l4- l5; postoperative pain and adjacent level disease was also reported. During the revision surgery the entire matrix construct was explanted. Upon hardware removal, the surgeon noticed that the right l4 screw (part# 04.606.655) had a loose cap and that the head of the screw had popped out of the screw shaft (although the screw shaft was solid in the pedicle of the spine). The left l4 screw (04.606.650) on the other hand has a tight screw, but the screw itself into the bone was loose. The surgeon believes that the loose cap along with the loose screw prevented healing possibly due to micromovements. The patient was then implanted with non-synthes product between levels l2-l5. This is report 1 of 8 for (B)(4).

Manufacturer narrative:
Additional product codes: mnh, mni, kwq, kwp. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. Manufacture date: 10 october 2012. Review of the device history records showed there were no issues during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.